Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient was seen for routine programming today and complained about pain at the top of their head where/near the lead and burrhole cap were located. The nurse practitioner looked with the patient complaining about pain upon touch. The patient also mentioned that felt ¿wet¿ in that same area last week with the area looking red. It was unknown what could have caused the issue. Impedance testing was performed with results within normal limits and the patient continuing to get benefit from their device with them still in the process of titrating after a few programming sessions. The hcp was consulted who sent the patient for a CT and MRI of the head, but there were no results yet. Additional information was received. It was reported that the cause of the paint and redness was not determined. The CT was "not impressive" and the hcp is going to wait and watch for now. The patient is to continue antibiotics and recheck in clinic on 3/22/22. Also in the meantime the managing hcp to optimize stim to see if helping. If symptoms worsen call, it's likely removal will be performed.

Manufacturer narrative:
Continuation of d10: product ID: b3300542m, serial#: (B)(6), implanted: 2021 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that no cultures were taken. Information was provided to the rep from hcp that, two weeks ago, redness at left parietal scalp area, not directly over an incision area. Reports felt "something sticky" in hair/scalp area but couldn't see any active drainage. Patient was examined in clinic last friday, no drainage but area tender to touch, erythematous but no drainer. Hcp sent for x-ray and CT with and without contrast, patient was unable to get urgent MRI due to cardiac pacemaker. Placed on keflex 500mh po qid x 10 days and rtc today to review results with dr chang. Patient is tolerating antibiotics without difficulty so far. Results of the CT scan from 3/4/22, 1. Bilateral transfrontal dbs leads coursing through the lateral ventricles and terminating at the anterior most aspect of the thalami. 2. Within the limitation of streak artifact, no acute intracranial hemorrhage, hydrocephalus, herniation or large extra-axial collection. Please note MRI is more sensitive for detection of intracranial infection. 3. No evidence of a drainable fluid collection in the scalp.